Event description:
The patient experienced a cardiac death. The primary and secondary cause of death remain unknown as the patient expired at home and an autopsy report is not available. According to the referent cardiologist, the angina was not settled and the patient dies of a myocardial infarction.